Manufacturer narrative:
Additional information: a4 and e1.

Manufacturer narrative:
Additional information: h6 codes for type of investigation, investigation findings, and investigation conclusions.

Event description:
It was noted that the pacemaker was found in backup mode. No intervention was performed. The patient status was unknown.